Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized in the intensive care unit for diabetes ketoacidosis and high blood glucose of over 700 mg/dl. It was stated that the customer had difficulties filling the reservoirs. Instructed the mother on how to remove the plunger before and after the reservoir is filled. No further information was provided.